Event description:
Top of the dual clean brushed fell off [device breakage] no adverse event [no adverse event]. Case description: a female consumer reported that when using an oral-b professional care rechargeable toothbrush, the top part of two oral-b dual clean brushheads fell off. They had been used for one month and were not dropped. The logo did not scratch off when tested. No symptoms developed.

Manufacturer narrative:
Return of the product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation at this time. Full eval will occur upon receipt of the returned product.